Manufacturer narrative:
Device lot number, or serial number, not obtained as there was no allegation of the medtronic device malfunctioning. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Screwdriver will not be returned to manufacturer for evaluation as it was noted that this was clearly a use error and there is no issue with the medtronic device. No allegations were made of medtronic navigation's device causing or contributing to the patient event. Investigation of device is not needed.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged there was an inaccuracy. The surgeon was attempting to tap and place screws and the screw would not line-up properly. The surgeon discontinued navigation to complete the procedure. It was stated that a nurse mistakenly attached a reduction driver instead of the standard driver, and although the reduction driver is a longer device, the surgeon did not realize the error. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's legacy reduction g4 screwdriver. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.